Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Customer stated the device was falling and that they caught it before it hit the ground. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 114 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No motor anomaly noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.